Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure- 1472" error message complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the device was evaluated by an approved service provider. The customer's report was duplicated and attributed to the power interface module. The power interface module was replaced to resolve the report. The device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.